Event description:
On the (B)(6) 2022, the customer from norway reported pd-l1 staining variation. The customer ran two cases with the cell line. The first run gave unacceptable results while staining results were good in the 2nd run. The instrument was checked, and it was found that the defective aspiration and dispense check valve caused the staining issue. The part was replaced, and all necessary tests were performed to ensure proper instrument functionality. The instrument was fully operational and available for the user. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.